Manufacturer narrative:
It was reported that the "foot motor stopped functioning. Stated the rest of the bed is working fine". There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This complaint record was reopened for purposes of MDR remediation associated with CAPA 02380, initiated in response to FDA form 483 observation 3 from the august 2025 medline northfield inspection. Based on reassessment using the updated MDR reportability strategy, this complaint required a retrospective MDR submission, which has been completed and documented.

Event description:
It was reported that the "foot motor stopped functioning".